Manufacturer narrative:
All calibration and qc data were within the acceptable ranges. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys tsh assay results for one patient from cobas e 801 analytical unit serial number (B)(4). On (B)(6) 2021, the result was 0.186 uiu/ml (low). On (B)(6) 2021, the result from a new sample was 0.334 uiu/ml (normal). The questionable results were reported outside of the laboratory. The doctor stated the results were discrepant with the clinical picture as no medicine was given to the patient between the dates of testing.